Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the pump powers up properly. The pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. There were no loss of prime or rebooting events observed during investigation; there was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 43 mg/dl and he experienced the symptom of being tired. Prior to this reading, the patient had eaten pizza and had a blood glucose reading of 400 mg/dl. At that time, the patient experienced the symptoms of fatigue and "sluggishness". The patient claimed he over-corrected his blood glucose level by taking too much insulin; the patient was not certain if he used the pump or a syringe to administer the insulin. The patient administered self-treatment by consuming food and a soda; he did not seek any medical attention. The patient's subsequent blood glucose reading was 135 mg/dl. There is no evidence the pump was not delivering insulin accurately and correctly. The patient over-corrected his blood glucose level by taking too much insulin. The patient suffered a blood glucose level suggesting severe hypoglycemia and received treatment with food to alleviate his symptoms, while using the pump. Therefore this complaint is being reported.